Event description:
Customer reported that she was hospitalized due to having gastroenteritis. Customer stated that she had major stomach aches and experienced vomiting and diarrhea, the paramedics had to be called and was taken to the hospital. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshoot as she stated that her blood glucose was not necessarily high at the time of hospitalization. Customer initially called to report that she found a little blood in her infusion set; customer was unable to change at the time as she did not have another one available. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.